Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, it was reported that the patient's parent brought the patient to the hospital because he had a high reading, but when he pricked the finger, he was below 2 mmol/l. Patient symptoms at that time were not documented. The patient was reportedly hospitalized for a week. During that time, the patient was treated with unspecified insulin. The reporter was unable to provide specifics nor any additional details, because the patient was sleeping at the time of the report. At the time of the report, the patient was ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.